Event description:
It has been reported to philips that the azurion system would not start up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use. The issue occurred during product maintenance. While the philips service engineer inspected the system onsite, the x-ray pc failed. The system was restarted but it was stuck at the ''system startup'' screen. The engineer attempted to download the entire software package, but the system reported errors with the x-ray pc and the suite pc. Log files surrounding the reported issue were not available for analysis. The engineer replaced the x-ray pc and suite pc to resolve the reported issue. After the backups were loaded and the system was reconfigured, the system was returned to use in good working order. Based on the information available and the testing conducted, the reported problem on the x-ray pc was most probably caused by a failure of the disk bay in the pc. However the cause for the issue with the suite pc was not confirmed. Codes were updated based on the investigation outcome.